Manufacturer narrative:
No samples were received for investigation of pr 10726240, in which the customer has stated: ¿when using a probe free connector with positive pressure, with norepinephrine doubled to 120ml/h, when removing the device, anorepinephrine drastically reduced to 80ml/h¿. The product in use at the time is reported to be a mz1000-br from lot 22026063. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22026063 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz1000-br product in the past 12 months.

Event description:
It was reported that bd bd maxzero needleless connector had infusion problems the following information was received by the initial reporter with the following verbatim when using a probe free connector with positive pressure, with norepinephrine doubled to 120ml/h, when removing the device, anorepinephrine drastically reduced to 80ml